Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found an error 31089 related to the reported issue and replaced the console common compute controller (ccc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the ccc generator is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, patient side cart (psc) has a message of deploy for draping and boom and cart drive not available. Artemis does not show the vision side cart (vsc) connection info. Site pressed the power button on the vsc and the vsc turned off without counting down, this indicates a possible board issue on the vsc. Site said they had another robot and wanted to move to the other system and not continue with trouble shooting this system. The procedure was aborted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: procedure delay was less than 15 minutes.